Manufacturer narrative:
The technician replaced the brake torque tube and brake steer pedals to resolve the issue.

Event description:
The account alleged the brakes were not functioning and when the patient was moved, the bed moved. No patient impact.